Manufacturer narrative:
This event occurred in (B)(4). The customer performed precision testing. The field service engineer (fse) found the rinse unit had a leak and the cuvettes were overflowing. The fse fixed the leak and precision testing results were good. The customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant ise results for 3 patient samples tested on a cobas 6000 c (501) module. Patient 1 initial na result was 165 mmol/l. The repeat result was 140 mmol/l. Patient 1 initial k result was 5.15 mmol/l. The repeat result was 4.32 mmol/l. Patient 2 initial na result was 157 mmol/l. The repeat result was 140 mmol/l. Patient 2 initial k result was 5.27 mmol/l. The repeat result was 4.61 mmol/l. Patient 3 initial na result was 125 mmol/l. The repeat result was 138 mmol/l. Patient 3 initial cl result was 90.3 mmol/l. The repeat result was 103.4 mmol/l. No questionable results were reported outside of the laboratory. No electrode cartridge lot numbers with expiration dates were provided.